Event description:
The customer reported the unit will not charge from ac power. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit will not charge from ac power. There was no reported patient involvement. The customer confirmed the ac power module had a broken wire. The customer repaired the module and resolved the issue. This investigator advised the customer to replace the ac power module.